Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with l4-s1 spinal stenosis due to tumor at l4-s1 for spinal surgery. The procedure performed was t2-s2 posterior spine fusion. It was reported that the surgeon used the nav infinity drill to make the starting holes to set the trajectory for the screws in the lumbar spine and pelvis. When drilling for the s2 alar iliac trajectory the tip of the drill (~30mm) broke off inside the patient¿s pelvis. The drill bit was used without the drill guide when placing the s2 screw. Surgeon then used a solera awl tip tap to change the trajectory of the pilot hole away from the fragment. A solera 5.5 screw was placed safely in the new trajectory, away from the broken fragment. Towards the completion of the case an o-arm spin confirmed the location of drill bit fragment in the patient¿s pelvis. The levels implanted was l2-pelvis. There was a fragment of the implant or instrument remaining in the patient. There were no patient symptoms or complications as a result of this event. There was no treatment or additional surgery performed as a result of th is event.